Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time.

Event description:
Boston scientific received information that the right ventricular (rv) lead exhibited low out of range pacing impedance measurements of less than 200 ohms. A lead fracture was suspected, but not confirmed. Thus a revision procedure was performed where the lead was explanted and replaced. No additional adverse patient effects were reported.